Manufacturer narrative:
Additional information for: g3, g6, h2, h6, and h10 as reported in a research article, 5125 patients underwent aortic valve replacement due to severe isolated aortic stenosis, between 2000 and 2018, with either a carbomedics, st. Jude medical regent, sorin bicarbon, ats open pivot, on-x, carpentier-edwards, mitroflow, mosaic, or trifecta valve. Regent valves were implanted in 17.7% of the patients; events of major bleeding, stroke, prostheses re-operation, transfusion, cardiac reintervention, and infective endocarditis were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 3008452825-2021-00160 the article, "biological versus mechanical prostheses for aortic valve replacement", was reviewed. This research article is a retrospective observational multi center experience to evaluate long-term survival and major adverse cardiac and cardiovascular events in patients aged 50-65 with a primary isolated aortic valve replacement(avr), either bioprosthetic or mechanic, due to severe aortic stenosis(as). Carbomedics, st. Jude medical regent, sorin bicarbon, ats open pivot, on-x, carpentier-edwards, mitroflow, mosaic, and trifecta valves were associated with the study. There is no allegation of malfunction of the abbott devices. The article concluded that mechanical prostheses were associated with a higher risk of major bleeding, while bioprostheses entailed higher reoperation rates. The primary and correspondence author of the article is emiliano a. Rodr¿guez-caulo, cardiovascular surgery department, virgen de la macarena university hospital, sevilla, spain with the corresponding email: (B)(6).